Event description:
It was reported that the pt did not find the therapy as effective as before; the pt has been exercising more lately. Add'l info from the hcp revealed that the event was attributed to the lead that was 'bad'; the pt was reprogrammed. The pt outcome was reported as no injury.

Manufacturer narrative:
(B) (4).